Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Subsequently the device was explanted and successfully replaced. No additional patient adverse effects were reported.